Event description:
It was reported the right ventricular (rv) lead had no capture in unipolar or bipolar. Also the r-wave were only 2-2.8 millivolts in unipolar. It was noted that the patient's current rhythm is atrial pacing and ventricular sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.